Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the sales rep did a demo of the screwdriver (p/n: 201103080), the screwdriver idled and came off at the part of foot with using counter-rotation. Because it was used in a demo, there was no harms to the patient. No further information is available.